Manufacturer narrative:
During investigation of the device involved in the event the issue could not be duplicated. No malfunction or defect was identified. The device was working as intended. It is possible that someone accidentally pressed a button on the remote control or column keypad. Additionally, the remote controls of the operating table were affected by the recall with FDA reference (B)(4). Baxter provided new remote controls to the customer in 2016 but did never received the old remote controls back or a confirmation of scrapping. Based on this, no further actions are required.

Event description:
It was reported that the table leg section raised on its own. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
It was reported that the table leg section raised on its own. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).